Manufacturer narrative:
The screw was visually examined. The screw broke mid-way down the length of the lunate section of the screw. The screw joint was intact. No definitive cause of the break can be made. Conclusions - a conclusion cannot be drawn based on the lack of information concerning the circumstances of this screw break.

Event description:
The implanted slic screw broke post operatively; the screw was explanted.